Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 had failed. A field service engineer (fse) replaced the drawer board and t-board due to the station being off bus and no lights on the card. The customer performed inventory medication successfully. The system functioned as intended after the field service engineer repaired the device.